Manufacturer narrative:
The insulin pump was received with motor error alarms and other error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the motor error alarms.

Event description:
It was reported that the customer was hospitalized due his blood pressure as well as high blood glucose levels. The caller stated that the hospitalization was mostly due to his blood pressure. She also stated that the insulin pump gave a motor error alarm after being exposed to an MRI scan during the hospitalization. Troubleshooting was not possible as the insulin pump would not rewind. Inspected the drive support cap, and it appeared normal. Advised the caller that the insulin pump would be replaced. Nothing further was reported.